Manufacturer narrative:
Dentist could not detach insertion post from dental implant. During product analysis the insertion post was loosened with only 3 ncm without any problems. There is no reason for the complaint and no product problem could be found.

Event description:
Insertion post could not be removed from dental implant. Implant could not be placed.